Event description:
Information was received from a manufacturer representative (rep) via a patient who was implanted with a neurostimulator for non-malignant pain. Following the implant surgery the patient has had severe muscle spasms. It was unknown if any diagnostics, troubleshooting, actions, or interventions were done but the patient is working with their healthcare professional (hcp). The issue was not resolved at the time of the report, but the patient was noted to be alive with no injury. No product issues were reported and no further complications were reported/are anticipated. Additional information was received from a rep on 2017-mar-23. The rep stated that the healthcare professional (hcp) wants the patient to wait a month to see if the spasms resolve. No further complications were reported/are anticipated. Additional information was received from a manufacture representative (rep) on 2017-may-16. The patient had spasms in their back right after surgery and they stayed in the hospital for 2 days because of it. The spasms were initially constant but now they still get them but not all of the time. The patient also had a blood clot in their left leg and now their feet swell all of the time. The patient was not sure if it was related. The patient also developed a cyst in their right abdomen and was wondering if that was related even though the implant is in their right buttocks. The patient has coverage in their left leg where they need it but not in their left buttock. The rep noted that the patient did not want it in their right leg. The patient¿s healthcare professional (hcp) came in and talked to the patient and said that they need to run both right and left legs to get any relief in their left buttock. The rep reminded the patient that they were not sure if they felt stimulation in their left buttock during the trial but they did feel it in both legs and had relief in their left buttock at that time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient felt much stimulation in her lower back during trial. The health care provider asked for the left and right leads to be turned on and let the patient run like that until her next appointment to determine if her back gets more relief because that is how she ran the stimulation during her trial. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare professional (hcp) on jun 28, 2017. It was reported that the patient had low back pain and developed a deep vein thrombosis (dvt) in her lower left extremity following her surgery. The hcp noted that the patient was prescribed medications, had additional spinal cord stimulator (scs) adjustments and high definition stimulation that she would use for 48 hours to monitor the pain. After meeting with the hcp, the patient was well-developed, was well -nourished, alert and oriented. A follow-up appointment was scheduled for the following month for reevaluation. On (B)(6) 2017, the patient reported that they figured that the cause of the back spasms were due to the surgeon cutting a muscle and the spasms stopped four months prior to this report. It was reported that the blood clot in their leg was due to the amount of time the doctors kept the patient off of blood thinners, the cause of the swelling was unknown and it was unknown if the cyst was caused by the device or therapy. Lastly, the patient noted that the cyst and their left buttock/hip and leg were still acting up. There were no further complications reported or anticipated.